Event description:
Noise or double-counting seen on multiple hmsc iegms. Recommended evaluating lead in person and seeing if patient has any events to report (falls, trauma, etc.). Device remains implanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
The patient received multiple shocks for noise and oversensing on the rv channel. An xray showed potential lead dislodgment. The patient is hospitalized and the lead remains implanted at this time. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted and replaced on (B)(6) 2023 the patient received multiple shocks for noise and oversensing on the rv channel. An xray showed potential lead dislodgment. The patient is hospitalized and the lead remains implanted at this time. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2023 and (B)(6) 2023 recorded a fluctuating shock impedance between 75 ohms and 90 ohms. The analysis of the provided iegm episodes revealed artifacts on the rv channel, which led to the reported oversensing as well as inappropriate shocks and ICD charging cycles. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
The lead was explanted and replaced on (B)(6) 2023. The patient received multiple shocks for noise and oversensing on the rv channel. An xray showed potential lead dislodgment. The patient is hospitalized and the lead remains implanted at this time. Upon receipt, the lead under complaint was found cut 11 cm distal to the is-1 connector pin into two fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the distal end region of the distal fragment was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks delivery. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix and rv shock coil were found deformed, which most likely resulted from the extraction procedure due to tensile stress. The provided x-ray showed that the lead was found dislodged. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.